Manufacturer narrative:
Visual analysis was performed on the returned device. The reported deployment difficulty was not confirmed as the stent was not returned and had already been fully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal sheath of the delivery system was entrapped or bent within the anatomy preventing the ratchet from engaging the stent during the final deployment stroke resulting in difficulty deploying; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The stent remains implanted, but the delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a target lesion in the mildly tortuous and moderately calcified right superficial femoral artery. After lesion pre-dilatation was performed, the device was advanced to the lesion and deployment of the 5.5 x 60 mm supera stent was initiated. After partial deployment, the supera stent appeared to become stuck to the stent delivery system; however, the stent was able to be deployed. The stent moved from the deployed location, but remained in the target lesion. No additional intervention was performed and no adverse patient effect occurred. No additional information was provided.